Manufacturer narrative:
Qn#(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of product sample and batch number to perform a proper investigation and determine a root cause. Customer complaint can not be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause.

Event description:
It was reported that during surgical procedure, a capio needle with 2-0 prolene was used. Initially, the first capio misfired and a small piece of metal was lost into the sacrospinous ligament. This was palpated by the surgeon but could not be removed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgical procedure, a capio needle with 2-0 prolene was used. Initially, the first capio misfired and a small piece of metal was lost into the sacrospinous ligament. This was palpated by the surgeon but could not be removed.